Event description:
Nurse administered a subq heparin shot. After administration she attempted to pull up the safety lock and the whole needle was exposed. Nurse was not injured in this incident. Pictures are available upon request.